Event description:
While rn flushing line with a 10ml syringe, the tubing exploded splashing bloody fluid when this piccline "exploded" the surgeon commented "this is the second PICC line he has seen leaking recently. He had to replace a leaking PICC line with a medidort about 10 days ago". PICC line inserted 05/17/2005 after 4 weeks line started leaking at "the dime shaped area" with flushing. Line removed 06/16/2005 in or during mediport insertion line intact.